Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were noted. Review of the session records revealed possible myopotential oversensing. Isometrics and deep breathing to reproduce oversensing were suggested. Programming changes were made. The issue was resolved.